Manufacturer narrative:
Date of event: unknown, not provided; best estimate is between (B)(6) 2020. The intraocular lens (iol) is not returning for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). Note: the device was manufactured at the (B)(6) site which has been closed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zct450 11.5 diopter intraocular lens (iol) was implanted in the patient's operative eye on (B)(6) 2020. It was later explanted on (B)(6) 2020 due to unexpected postop refraction. The replacement lens was the same model, but higher diopter (13.0). At exchange, there was no incision enlargement and no injury reported. The explanted lens was discarded. The current patient status was reported as not harmed. No additional information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.